Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) detected gradually increasing shock impedance measurements on the right ventricular (rv) lead since implant. Current measurements are out-of-range. There is no evidence of oversensing and threshold measurements are within normal limits. Boston scientific technical services (ts) reviewed the data and noted that this behavior is normal for a single coil lead and there is no reason to suspect a lead or device issue. Ts recommended monitoring the patient. No adverse patient effects were reported and the device system remains in service.